Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. The complaint device was received and evaluated. Upon visual inspection, it could be observed that the anchor was attached to the inserter, foreign matter was found in the anchor. It also shows the tip cracked. The rest of the device does not show structural anomalies. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to a procedural variables, such handling of the device or product interaction during procedure; the anchor could have been inserted incompletely and consequently the anchor was pulled out still attached in the inserter, the cracked anchor tip could be attributed to leverage during insertion. However, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. H4: the date of manufacture was unknown. UDI: (B)(4).

Event description:
It was reported by the sales rep in china that during a acl (anterior cruciate ligament) surgical procedure on (B)(6) 2024 after the anchor was inserted the 4.5 healix peek anch.w/ocord device shaft could not be removed. Another device was used to complete the procedure. During in-house engineering evaluation, it was determined that the anchor was attached to the inserter after being pulled out, there was foreign matter found in the anchor and the tip was cracked. There was no procedure involved. No additional information was provided.